Manufacturer narrative:
The guidewire was returned and analyzed. The guidewire was broken. The guidewire was damaged. The guidewire was kinked/buckled. Analysis summary indicates damaged during use. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the guidewire broke in the coronary wire section of the lead and was dislodged into the coronary sinus (cs). The lead was then removed from the cs guide catheter and a snare was introduced, removing the dislodged section of the guidewire in its entirety. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.